Manufacturer narrative:
Philips service replaced the en100 pcb and power on circuit (en100 pcb, power on circuit) and returned the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to expose, and the en100 pcb was replaced on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.